Event description:
One hour post procedure, the pt developed in-stent thrombosis and occluded. This female pt was undergoing coil embolization within a calcified tortuous left carotid/middle cerebral aneurysm, vessel diameter 3-4 mm and stenting procedure. Around 1-1/2 hrs post procedure, the pt developed stroke and vessel occlusion, which was treated with reopro, she developed left main cerebral artery (mca) infarct and died four (4) days later. There was no technical problems experienced, the stent deployed normally, and the aneurysm coiled uneventful. No autopsy was performed, but CT confirmed left mca stroke. Pre peri & post anticoagulation: 5000iu heparin ia bolus was administrated during the procedure, continuous IV heparin was maintained post procedure. The product was inspected prior to use and the catheter was flushed normally. There was no dissection or bleeding experienced. The event did not lengthen the procedure.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.